Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided d1: brand name unknown / not provided d4: lot number unknown / not provided d4: catalog number unknown / not provided d4: expiration date unknown / not provided d4: unique device identifier (UDI) unknown / not provided g4: PMA/510(k) number unknown / not provided h4: device manufacture date unknown / not provided the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #12 was removed due to a noted partial perforation of the buccal plate, which was confirmed via the final cbct imaging. Following removal, the implant site was grafted and an additional procedure is anticipated in approximately four months to place another implant. Medical other.